Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, eleven months and twenty-six days following the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, exacerbation of congestive heart failure (chf) with shortness of breath and significant orthopnea were reported. Electrocardiogram (ECG) showed no evidence of ischemia; however, troponins were elevated to 285 and 274, indicating a likely type ii st-elevation myocardial infarction (stemi) in the setting of chf. One day later, transthoracic echocardiogram (tte) showed an ejection fraction of 65-70, a mean atrio-ventricular (av) gradient of 14.9 millimeter of mercury (mmhg), a peak av velocity of 2.82 meters per second (m/s), moderate to severe paravalvular leak (pvl), and trivial central aortic regurgitation. Tte three days later, showed severe aortic insufficiency and aortic regurgitation (ar) near the right cusp, that caused premature closure of the mitral valve (austin-flint murmur) with no evidence of pvl. The tte ruled out av vegetation. Four years and six days following the implant of the valve, a 26mm non-medtronic transcatheter bioprosthetic valve was implanted valve-in-valve. Tte showed the intervention resolved the aortic insufficiency. No additional adverse patient effects were reported.